Event description:
Physician reports a rupture of the left implant. Device has been explanted.

Manufacturer narrative:
Initial reporter name and address:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified: underweight, broken shell, black particles in shell and gel. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.